Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the diluent system was returned for evaluation. Functional testing was performed with the part during which air in the lines was observed. The error was duplicated. The part failed testing. Evaluation codes: method: 4109 historical data analysis, 10 testing of actual/suspected device; results: 180 mechanical problem identified; conclusion code: 4307 cause traced to component failure. The most probable cause of the reported error message was due to air in the diluent pump system.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse verified error 2012 in the error log and was able to reproduce it. Fse found that the diluent pump was not starting. Fse then troubleshooted to get the diluent pump to start and it was flowing. Fse also ordered a replacement pump to be installed. The customer reported that the instrument was running as expected. The fse returned to the customer to replace the diluent pump. The unit was testing and operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4) from (B)(6) 2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message: table lists error 2012 air detected (diluent) as indicating that "there is no contact with the liquid after the diluent suction". Troubleshooting for the error states to "contact the service department." The most probable cause of the 2012 air detected (diluent error message has not yet been determined. The investigation is in progress.

Event description:
A customer reported 2012 air detected (diluent) error messages on the aia-360 instrument. The error occurred in the middle of the quality control (qc) run. Diluent was full as it had been recently made and the cap was intact and secure. The customer reported that there was fluid in the line but it did not seem to be moving. The sample probe was not bent. Fse was dispatched to address the reported event, which resulted in a delay of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.